Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 120.4500 on their 8015. Customer asked if they should order the parts to repair, or would it be cheaper to send in for repair. After discussion, it was determined the unit was using a non-alaris battery. Informed the customer we do not approve the use of third party parts. Recommended the customer send in for repair due to the power supply board, the switching power supply and the non alaris battery needing replaced.